Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost effective stimulation due to lead migration. A company representative attempted to troubleshoot the issue with reprogramming but was unsuccessful. Patient underwent surgical intervention to remove and replace the lead with a different model. Therapy has been restored post- operatively.